Manufacturer narrative:
Device component code relates to device problem code for the investigation results of pull wire broken. A visual analysis of the returned device found that the sheath was kinked at the proximal end (near to the handle) and buckled. Additionally, the pull wire was broken and kinked from the handle cannula. Functional inspection was performed and found that the basket would not open. It is possible that the way in which the device was handled and manipulated during procedure may have contributed to the failures noted. Moreover, the failures found (sheath kinked/buckled, pull wire kinked/broken) could have been caused due to the excessive force or twisting of the device by the user and affected the device's ability to extend the basket. Based on the information available, the most probable cause of this complaint is operational context, probably due to anatomical/procedural factors encountered during the procedure, performance was limited. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an optiflex¿ nitinol retrieval basket was used in the kidney during a ureteroscopy procedure with stone removal performed on (B)(6) 2018. According to the complainant, during the procedure, the basket could not be opened and closed freely. The stone was within 2 cm and was located in upper ureter, renal pelvis and calyx. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; pull wire broken.